Event description:
The customer reported being in the hospital and her blood glucose was 400mg/dl. The caller stated that she was in the hospital due to an accident and nothing related to diabetes or high blood glucose. The customer stated that she had two surgeries where she broke both arms and a rod needed to be inserted in one arm. Troubleshooting was performed. The time and date were incorrect. Assisted the customer with correcting them. However, the basal rates and bolus wizard settings were correct. Reviewed the alarm history and found several alarms. The drive support cap appears normal. The customer stated that she was disconnected for approximately two weeks from the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.